Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that there was symptom return with the use of the microwave. The patient changed programs. Troubleshooting resolved the reported issue. They changed programs when the event happened and the symptoms resolved. The reported symptom was liquid stool every 15 minutes. This was considered a sudden change of therapy/symptoms. The indication-for-use (IFU) was fecal incontinence and gastrointestinal/pelvic floor. No follow-up was required as the issue was resolved. If additional information is received, a follow-up report will be sent.